Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male pt contacted zoll customer support on (B)(6) 2014 to report that he was treated. The pt was at riding a motorcycle and was conscious at the time of the event. There were no reported witnesses of this event. After review of the downloaded data, the pt received an inappropriate treatment at 22:35:37 on (B)(6) 2014. The rhythm at the time of the treatment was sinus tachycardia at 105 bpm with motion artifact. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt did not seek medical attention. The pt initially removed the lifevest, but did continue to wear the device.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention. The pt initially removed the lifevest, but did continue to wear the device. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Mfg date: monitor: (B)(4): 03/01/2013 - reuse; electrode belt (B)(4): 11/01/2013 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.